Manufacturer narrative:
On (B)(6) 2026, senseonics was made aware of an incident in which the user reported experiencing a hypoglycemic event that resulted in an emergency room visit. The user reported that at approximately 2:10 pm central time, the sensor glucose reading was 304 mg/dl while a confirmatory blood glucose measurement showed 58 mg/dl. The user reported feeling better at the time of follow-up. Review of the data management system confirmed that at the reported timeframe, the sensor glucose value was above the user-set low glucose alert threshold of 65 mg/dl, and no blood glucose value was entered at that time. As a result, no low glucose alert was asserted. The user received treatment at the hospital and was not prescribed additional medication. The user's healthcare provider was aware of the event. An associated complaint was opened to evaluate the reported discrepancies. Review of available sensor data did not indicate any evidence of device malfunction, thus the root cause of the observed inaccuracy could not be determined. It may potentially be related to patient-specific physiological or environmental conditions around the hydrogel in-vivo affecting sensor performance. The user was assisted with a firmware update as a new version was available at the time, and the system was monitored following completion. Subsequent data review showed that sensor glucose and blood glucose values aligned appropriately, with differences consistent with expected lag between sg and bg inherent to the sensing technology. The user did not respond to follow-up contact attempts.review of post-event data showed continued system performance within expectations.

Manufacturer narrative:
Review of data available in the data management system confirmed an sg value of approximately 310 mg/dl at the reported time, with no bg value entered. The user's alert settings were a low glucose alert of 65 mg/dl and a high glucose alert of 250 mg/dl. Because the sg value did not fall below the low alert threshold, no low glucose alert was asserted, which was consistent with expected behavior and does not require further investigation. Due to the reported discrepancy between sg and bg values, a related s04 complaint was opened to document potential sensor inaccuracies. Per data management system review, the user had not been actively using the system since on (B)(6) 2026.

Event description:
On (B)(6) 2026, the user reported experiencing a hypoglycemic event that required an emergency room visit at approximately 2:10 pm central time. The user stated that at the time of the event, the sensor glucose (sg) reading was approximately 304 mg/dl, while a fingerstick blood glucose (bg) measurement obtained at the hospital was reported as 54-58 mg/dl. The user received intravenous glucose at the hospital, and no medication was prescribed. The user reported feeling better at the time of follow-up, and the healthcare provider was aware of the event.